Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged in 40s mg/dl, and the meter bg reading ranged from 150-180 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level (bg value not provided); cause was inaccurate bg values causing customer to mistreat bg levels. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.